Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by pain. The cause of the peritonitis was not reported. The patient was not hospitalized for the event. It was reported that the patient received unspecified medication for 3 weeks for the event. The patient outcome was reported as "no longer has pain". Action taken with pd therapy was not reported. No additional information was available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.